Event description:
As reported by the edwards field clinical specialist, moderate to severe central aortic insufficiency (cai) was noted post deployment of a 23mm sapien valve in a heavily calcified native aortic valve. The cai was resolved by the implantation of a second sapien valve in the same position as the initial sapien valve. Additional investigation revealed the following: the native annular diameter measured 21mm per tee. The native aortic valve was severely calcified, with the calcium distributed in bulky chunks. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. The initial sapien valve was positioned as intended. During valve deployment, ventilation was held, balloon inflation was held for three or more seconds, and there was no loss of pacing capture. The perceived cause of the cai was one of the sapien leaflets becoming entrapped between the stent and the native valve, which was thought to be a result of the bulky calcification.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, it appears that the severe bulky calcification of the native aortic leaflets may have contributed to one of the sapien leaflets becoming entrapped between the stent and the native valve, leading to the reported cai. The cai was mitigated by the implantation of a second sapien valve in the same location as the first. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.